Event description:
It was reported that during a device change out procedure there was an atrial auto alert. Technical services reviewed and found the alert was due to noise in which the test could not be completed. Additionally, there was farfield oversensing. Technical services recommended to perform the test in the clinic to see if it can be completed. At this time, the ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).